Event description:
It was reported that there was a release of smoke after an osteotomy surgical procedure was completed successfully. There was no pt involvement or any user injury. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation based on this event. A product return was requested. The reported complaint cannot be confirmed w/o the product being available for eval. A f/u report will be submitted after a quality investigation is completed if the product becomes available.